Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed on another system. The customer did not provide other clinical information. The remote service engineer (rse) checked the system remotely and confirmed the reported issue. A philips field service engineer (fse) visited the site and found that the cooling unit flow switch was opened, and the cooling oil level was low. The fse refilled the cooling oil. After refilling the cooling oil, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.